Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's buttons were no longer sensitive. The patient's blood glucose was reported as normal and did not require medical treatment. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No damage on electronics noted.